Manufacturer narrative:
Continuation of d10:  product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the left side was used as the access site for the delivery catheter system (dcs). The minimum diameter of the access vessel was noted to be 6.9 x 4.8 millimeter (mm). A retrograde dissection of the left subclavian artery from its origin to middle was observed. Per the physician, it is believed that this occurred during the insertion of the dryseal introducer sheath. Per the physician, the dcs did cause or contribute to the injury. A bend in the location of the mid was noted as part of the patient anatomy that may have contributed to the injury. An 8mm opticross was placed to treat the dissection. No additional adverse patient effects were reported.